Event description:
It was reported that post implant, atrial lead dislodgement was confirmed via a chest x-ray. The pocket was reopened and the lead was placed back in the right atrial appendage. The patient was in atrial fibrillation. Measurements were found to be acceptable and the pocket was closed. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.